Manufacturer narrative:
Pump was received with failed battery test alarm after battery changed due to corroded battery tube. Unable to verify charge/battery lasts less than expected due to failed battery test alarm. Unit was received with cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).

Event description:
Information received by medtronic indicated that they changed the new batteries and device did not charge, but continues to report low battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.